Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was being used on a female pt in the cath lab. After the catheter was placed without incident they were injecting dye at 603psi and 18ml/sec when the catheter burst at the hub. This happened outside the pt's body. As a result, the catheter was removed and replaced using a new kit. They do not know if this caused a delay in treatment, no pt death, and no pt complications were reported. The pt outcome was okay.